Manufacturer narrative:
Correction: consider the initial MDR cancelled. The region clarified the actual problem and there weren't any false negatives.

Event description:
It was reported that instrument top bactec fx packaged was used and there was a false negative. The following information was provided by the initial reporter: only aerobic bottles did not become negative after 7 days.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that instrument top bactec fx packaged was used and there was a false negative. The following information was provided by the initial reporter: only aerobic bottles did not become negative after 7 days.